Event description:
An eye care practitioner reported that a pt was fit with a "piggyback" fit of focus night & day lenses as the base lens and an unknown brand of rigid gas permeable lenses over. Pt wore the combination as daily wear only and was using opti-free as the lens care system. Pt reported in 2004 with severe pain od and was diagnosed with 3+ uveitis and anterior chamber reaction of 11-20 cells and marked flare. Exact treatment is unknown, "standard" drops were issued. Uveitis has resolved with no loss of visual acuity and no scarring. Pt was refit with a different base lens od and no change to the os, which was uninvolved. No further info is available at the time of this report.